Event description:
Per the clinic, the patient experienced an extrusion of device and subsequently, underwent an explantation surgery on (B)(6) 2024.

Manufacturer narrative:
Device analysis report attached.